Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they cannot get their implantable neurostimulator (ins) to recharge. Pt said the controller was fully recharged, it will starting charging and then they receive a message that the battery is dead. Pt said they then take the battery out of controller to reset, tries again then it says the controller is dead (pt was unsure if it was just a message telling them that the controller was dead or if controller battery would be completely depleted). Pt said due to this issue, it was taking them hours to get the ins charged up 10%. Pt mentioned trying to charge their ins with aa batteries and said it wouldn't work therefore, patient services (pss) reviewed device function with pt. Pss walked pt through resetting the controller and then pt tried starting a charging session of their ins (controller 100%, ins 30%). Pt saw the no device found screen when trying to recharge and entered a passive recharging mode (prm). During prm, pt had middle number as 96. During prm, pt's number dropped to 0 then went to an orange light and said batteries empty, recharge your controller. Pt inspected the controller port and said it looked good. A replacement battery pack and controller were sent out. No symptoms were reported. Additional information was received; pt called back stating they got their equipment and this is all doing the same as before where doesn't find the ins and poor charge quality. Pt reports the rtm gets hot. Pt mentioned during call that the ins doesn't last but states they have increased the stimulation lately and pss reviewed this would drain battery more. During call pss advised to try and charge and the paddle was getting hot per the patient. Pss sent request to repair for rtm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a recharge antenna failure as well as wires exposed and broken near relay box. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.